Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed after removing the pod from the site. Pod was not worn.

Manufacturer narrative:
The device was received fully deployed. Download data shows high pulse widths and a drive stall before deactivation. The device completed both first and second prime. The device could not be reset due to several communication errors. During investigation the needle mechanism was was reset into the undeployed position. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed on the needle or drive mechanisms. It could not conclusively determined if the observed drive stall caused the device to deploy late. The cause of the reported event could not be determined. No damages or defects were observed in the bottom housing or e-seal.